Event description:
It was initially reported by the vns pt that he was seen for a follow up appointment as he had been experiencing an increase in seizure frequency over the last 6 months. The pt explained that x-rays were taken, and they observed that the lead was "kinked" and that he was told he would likely need surgery to replace the lead. Further follow up with the physician revealed that they had not seen this pt since 2001, which is prior to the initial vns implant, and that the pt was being followed by a neurologist closer to his residence. The nurse stated that the pt was seen on (B)(6) 2010 where a system diagnostic test revealed high lead impedance, which is when the pt was referred for x-rays. The device was not programmed off following the observation of high impedance. The nurse stated that the x-rays showed a kink in the lead body, in between the neck where the electrodes are located and the generator. There was no lead discontinuity observed, however, they did recommend that the pt make an appointment with the original implanting surgeon for a consultation appointment. The nurse stated that the x-rays were given to the pt so that he could bring them to the implanting surgeon for review. There was no report of any trauma or manipulation to the device site. Further follow up with the other neurologist closer to the pts residence revealed that the pt has not been seen at the office for the last two years. Good faith attempts to obtain the plan of care are underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.